Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. Per the medical record, investigation results suggest patient factors (hyperlipidemia) in addition to procedural factors (sapien 3 is under-expanded at mid-valve) may have caused or contributed to this event. The following sections of this report have been updated: additional information added to b7, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11.

Event description:
As reported by an edwards lifesciences field clinical specialist, a patient was admitted for acute congestive heart failure approximately 7 years and 5 months post implant of a 26mm sapien 3 valve in the aortic position. Echo showed severe stenosis. Imagery was reviewed by an edwards lifesciences clinical imaging specialist, and calcifications are present on the anterior and posterior cusps. Halt was observed at all 3 valve cusps. The valve is under-expanded at mid valve measuring 23.8mm (0.5mm added for outer diameter). A valve in valve was performed, and the patient was stable at the end of the procedure.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest procedural factors (sapien 3 is under-expanded at mid-valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.